Event description:
It was reported by the patient that they have had intermittent noise showing on the implantable pulse generator (ipg) for about one and half years. They have not been able to identify any external interference and were questioning the possibility of incompatibility between the ipg and an old competitor lead. The ipg remains in use. No patient complications have been reported as a result of this event.